Event description:
It was reported that during implant, the left ventricular (lv) lead had high threshold and high phrenic nerve stimulation along the entire vein branch. A second lv lead was attempted and also had high threshold and phrenic stimulation. It was noted the patient only had one target vessel. Both of the lv leads were removed and no lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).